Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed that the power supply ps1 was not holding a voltage. The ps1 was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the generator shut down due to a low voltage power supply ps1. No patient was present at the time of the event.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the generator shut down due to a low voltage power supply ps1. No patient was present at the time of the event.

Manufacturer narrative:
The power supply psi was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The psi was tested and it failed the bench test. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.